Event description:
It was reported to minimed that the customer experienced the battery compartment of the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the device was returned for analysis.

Manufacturer narrative:
The pump was received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files using thump due to blank display. Unable to generate the power management graph and perform the history review 1 week from the event date 14-mar-2026 due to blank display. The pump was received with a cracked case at the battery tube side, minor scratched display window, scratched case, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads, stained/faded serial number label, and corroded battery tube. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the motor and force sensor. The test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Cosmetic damage confirmed at the front and back of the pump. Display anomaly-blank display confirmed due to moisture damage on the pcba1 and pcba2. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.